Event description:
The customer requested that the data logs be analyzed to determine a cause for the higher than expected white blood cell count in the collected blood product. Patient identifier, age, and gender are not available at this time. The disposable set is not available to be returned for evaluation. This report is being filed due to device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.